Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. This report summarizes three malfunction events where midwest stylus atc mini handpieces would not hold dental burs. There were no injuries in any of the events.